Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that emergency medical services were called due to the patient experiencing 10-15 implantable cardioverter-defibrillator (ICD) shocks. ICD interrogation revealed ventricular fibrillation, and the ICD shocked appropriately 23 times. The patient was temporarily back into normal sinus rhythm; however, the patient went back to ventricular fibrillation. The patient was started on amiodarone and lidocaine drips. No left ventricular assist device (lvad) alarms were noted. The patient was noted to be on primacor at the time. The patient did receive a total of 60 milligram (mg) intravenous lasix due to pitting edema in the patient's left leg, and a mild edema to the right leg. The patient also received 40 milliequivalent (meq) potassium chloride elixir and 2 grams magnesium intravenously. The patient was admitted to the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately underwent a heart transplant on (B)(6) 2025; refer to manufacturer report number: 2916596-2025-04501 regarding the patient¿s transplant and evaluation of the device if returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.